Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that discordant sodium patient results were obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse auto-aligned integrated multisensor (imt) and probe and ran all proc commands with no errors. Additionally, the cse replaced the aliquot probe and cleaned the dirty aliquot drain, ran a full system quick check, changed the sensor to a new lot, performed a dilution check and applied corrections. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple discordant sodium patient results were obtained on a dimension vista 1500 (sn: (B)(6)) instrument. The initial samples were reported to the physician(s) and questioned. New samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). The customer could not provide the specific, discordant results. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium patient results.